Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be torn. It could not be determined when or how this damage occurred. This damage prevented fluid from flowing through the fluid path as intended. No damages or defects were observed in the needle mechanism components that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 250 mg/dl. The patient was nauseous and vomiting. For treatment, the patient was put on a intravenous (IV) and diagnostic tests. The patient was still in the hospital. The patient reported being unsure if the cannula was properly seated and bent, while wearing the pod between 4 and 24 hours on the infusion site.